Event description:
On (B)(6) 2025 intravenous therapy registered nurse (ivt rn) rounding on patient and found PICC placed from (outside hospital(osh) had a saturated biopatch and completed a dressing change. Later in day on (B)(6) 2025, pt reports burning in bicep with potassium phosphate ((k phos) infusion and later with flush. Ivt consulted again and rn requested that IV infusion be stopped and chest xray with right humerus view be obtained. Chest x-ray(cxr) read is that PICC is in svc. Ivt rn reviewed film and felt that there was a defect around 1.5cm that could potentially be a break in the line. IV rn discussed with bedside nurse and interventional radiology(ir) was consulted. On (B)(6) 2025, ivt was contacted from ir who states that dr. Reviewed the films and felt that line can be removed and replaced. Ivt specifically asked if it is safe for ivt removal and was told yes. Order obtained to removed PICC. Dressing removed and line easily retracted and removed per standing order(soc). Upon line inspection, there is a tear vs cut approximately 2/3 of the diameter of PICC completely cutting through the middle septum of PICC. Line was placed at osh per patient report. No documentation available regarding intended length or lot # of line. Line is identified as a bd 5-french power injectable solo PICC and was retained in a biohazard bag in the ivt office.